Manufacturer narrative:
The device was received, and the reported lot number was confirmed from the packaging and hub. During visual inspection, the catheter was broken/fractured at 7cm from the proximal end of the hub. Functional inspection was not required as the defect was visually confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation. The returned device confirmed that the device was broken /fractured. It is probable that the device was broken during removal from the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed events, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the catheter (subject device) broke near the hub while coming out of the patient's anatomy. The subject catheter kinked and while the physician was attempting to straighten the kink, it tore apart, leaving only wires. The broken section was external to the patient anatomy but no further information is available as to whether the whole device had been completely removed from the patient anatomy. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the catheter (subject device) broke near the hub while coming out of the patient's anatomy. The subject catheter kinked and while the physician was attempting to straighten the kink, it tore apart, leaving only wires. The broken section was external to the patient anatomy but no further information is available as to whether the whole device had been completely removed from the patient anatomy. The procedure was completed successfully with no clinical consequences to the patient.